Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that had a urinary tract infection (uti) that spread to the kidneys. There was no trauma or fall that could be related to this issue. The change in therapy/symptoms was considered sudden. The patient had been hospitalized since (B)(6) 2016. Urine was cultured and it was found that she had a uti that spread to the kidneys. It was noted that 3 weeks after the 2nd implantable neurostimulator (ins) was placed the patient experienced pain and discomfort under the battery as well as the tailbone area that had gradually been getting worse and at times caused the patient to have trouble walking. Urine flow had slowed down and had no bowel activity for 10-12 days at a time. It had been 13 days since the patient made a bowel movement. The issue had been occurring since (B)(6) 2015. It was noted that the patient did not have a healthcare professional (hcp) where she currently lived. A manufacturing representative (rep) provided the patient's spouse with a physician list. The spouse told the rep that the patient had a kidney infection and was being given zofran for nausea. A healthcare professional (hcp) later reported that no troubleshooting was performed. The patient was offered an appointment but opted to find a local provider. The patient had a history of gastroparesis and was referred to a gastroenterologist. The cause of the pain, discomfort and lack of bowel movements was not available. It was noted that the patient had a history of chronic utis that was prior to initial ins placement and prior to initial consultation in (B)(6) 2015. The uti was not related to the device, it was related to underlying retention.